Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal, no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with shocks, the right ventricular lead exhibited inappropriate output, oversensing, impedance anomaly. The lead dislodged as a result of twiddlers syndrome. The lead was explanted and replaced successfully. The patient was recovering.

Manufacturer narrative:
Correction: patient code should have included 2099 - therapeutic effects - and 3162 - shock from lead - device code should have been 1574 - inappropriate shock - rather than 3005